Manufacturer narrative:
H10: the equipment was received at the vyaire medical facility. The service technician verified the reported problem. The vent was connected to a known good patient circuit. Ventilator was powered in ventilate mode where the unit auto-cycled and displayed the following alarms: xdcr fault, low pip, and low ve. The event logs were reviewed, found multiple instances of xdcr faults pt801 have been recorded upon power-up and was able to verify the customer's reported allegation of xdcr fault' alarms. This is a known issue which can be referenced with CAPA ca-2017-0206 and co 101400. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer reported that their vela ventilator is alarming transducer fault, under transducer test, circuit pressure failed and exhalation pressure transducer calibration failed at zero pressure. There is no patient involvement.